Manufacturer narrative:
Type of investigation not yet determined/4118: acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in house preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) unit failed the all manifolds test upon installation of the new safety disks by the customer. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an out of box failure. During installation of safety disks by the customer, both items failed all manifolds test. There was no patient involvement, and no adverse event reported. A getinge field service engineer stated that customer obtained safety disks via parts sale, installed safety disks(d202-00-0140) during in house pm and both failed membrane leak test. He confirmed failed test results and gave customer 2 new safety disks with manager approval. Faulty disks will be returned as out of box failure items. Getinge has no agreement with customer, and do not do regular pms.